Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Ppf alleges loosening of cup, bone fracture, infection, loosening of stem, metal wear metallosis and elevated metal ions. Doi: (B)(6) 2010 - dor: none reported (right hip).

Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Ppf and medical records received. Ppf alleges physical and mental pain, discomfort, anguish, and emotional distress. After a review of the medical records the patient was revised to address failed right tha with failed bearing, aseptic loosening of the femoral component, subsidence, progressive discomfort, and some mild osteolysis. The operative note reported a fair amount of granulation tissue and scar tissue were removed. Femoral showed signs of loosening. Liner, head, and stem were revised. Cup was solid and unrevised. Doi: on (B)(6) 2010; dor: on (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Medical records received: (B)(6) 2019 preop, patient is experiencing right hip pain and was noted to have a metal on metal hip. Page 467 of 804. (B)(4). (B)(6) 2019 revision of right total hip to address failed right total hip with a failed bearing as well as aseptic loosening of the femoral component. The indications for surgery included pain and mild osteolysis but obvious signs of loosening of the femoral stem with the presence of a pedestal and subsidence. During the procedure, the surgeon observed that the femoral stem shows signs of loosening, and there was granulation tissue and scar tissue that was removed. Depuy components were implanted during this procedure (page 566 of 804) (B)(4).